Event description:
A physician reported following the intraocular lens implantation the patient had improvement of his near vision measured as 0.4 at 40 cm. It was further reported that even after six months post operative the vision was still poor. The lens was exchanged in a secondary procedure.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens is cut in half, typical of insertion and removal from the eye. A capsular tension ring is adhered to one half of the lens by solution. A deep scratch is observed on one half of the optic. A power and resolution inspection could not be conducted due to extensive damage. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. The reporter could not provide lens exchange details. File will be reopened if additional information is received. The manufacturer internal reference number is: (B)(4).